Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, and single leaflet device attachment/slda, surgical intervention and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted small annulus area, flail segment of p1, prolapse of p2, ring calcification, and poor image quality. On 3/4/2021, the first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the physician inadvertently removed the gripper line before removing the lock line. After lock line removal, the final arm angle was performed, but the clip opened while locked. Troubleshooting was performed, and the clip opened again. Due to a mean pressure gradient of 5mmhg, a third clip was not implanted. The second clip was deployed as is. The clip is unstable but remains on both leaflets. Two clips implanted, and mr is 4+. On (B)(6) 2021, echo confirmed that the clip became detached from the posterior leaflet, but remains attached to the anterior leaflet (single leaflet device attachment/slda). The patient remained hospitalized. On (B)(6) 2021, the patient underwent mitral valve replacement surgery. On (B)(6) 2021, the patient was discharged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and due to the returned condition (clip returned separated from the clip delivery system (cds)), the reported issues were not replicated in the testing environment. It should be noted that the instructions for use (IFU) of the mitraclip system instructs to remove the gripper: line before removing the cds. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and a conclusive cause for the reported unintended movement and migration could not be determined in this complaint. The reported incomplete coaptation was an outcome of migration. The reported poor image resolution was an outcome of procedural circumstances. The reported improper or incorrect procedure or method was due to use error. Based on this information, the failure to follow the steps wouldn¿t have influenced in the other reported events. The reported unchanged mitral regurgitation (mr) was likely an outcome of the reported unintended movement. The reported hospitalization and surgical intervention appears to be due to case specific circumstances as the patient remained hospitalized and was converted to mitral valve replacement surgery where the clip was explanted. There is no indication of a product issue with respect to manufacture, design or labeling.